Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Failed circulation pump. They would order the parts to complete a 2000-hour service in house. Per follow up information received via email on (B)(6) 2024, the device was due for maintenance/calibration. They removed it from the floor and started the maintenance. It was discovered the unit would not fill, upon tech support it was determined it needed a circulation pump, performed a 2000-hour pm and had no issues. No patient involvement was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device would not fill. Failed circulation pump. They would order the parts to complete a 2000-hour service in house.